Event description:
The md utilized a uterine manipulator during a supracervical laparoscopic hysterectomy. The procedure went fine. She removed the manipulator and did not notice anything unusual. The case ended as planned. When the patient was seen in the md office 11 days post operatively, she found a piece of the uterine manipulator (green incorporated cervical stop) adhered to the patient's cervix and removed it. No negative outcome to patient.====================== health professional's impression======================probable product failure====================== manufacturer response for uterine manipulator, vcare standard======================notified the manufacturer rep. They have never received a report of this problem occurring anywhere else. Or manager spoke to their quality asssurance person (B) (4).